Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator exhibited non-sustained myopotential oversensing. No intervention was reported. The patient was asymptomatic to the event.